Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from an aspen company representative indicating that a camera cover adaptor is loose which has potential to fall into sterile field. The item was in use and no injury/death was reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report indicating that a camera cover adaptor was loose which had potential to fall into sterile field. The report came from an aspen account representative. The actual device was available for evaluation and a lot number was provided for review. Analysis result of the finished good lot number 140736 confirmed that no non-conformance's were noted in the DHR. The sample that was sent for evaluation appeared to be unused. No issues or defects were discovered with the device, therefore the alleged malfunction could not be confirmed. Based on the information provided from the company representative, the adaptor was used on a stryker hd hardwire camera. However, the current adaptor is not designed for this hd hardwire camera. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from an aspen company representative indicating that a camera cover adaptor is loose which has potential to fall into sterile field. The item was in use and no injury/death was reported. This report was filed in our complaint handling system as complaint #(B)(4).